Event description:
Pt underwent subclavian placement of an intra-arterial balloon pump (iabp) catheter. During the procedure, there was difficulty with the iabp catheter tracking. Subsequently the iabp catheter was removed after each attempt and a new one used for each attempt. The next day, the nurse noted blood in the catheter tubing. The pt was emergently taken to the cath-lab for replacement of the iabp catheter. The iabp catheter was found to have ruptured.